Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the inflation valve came off immediately after placement, and as a result, the catheter fell out of the patient due to a water leak.

Manufacturer narrative:
The reported event was confirmed; however, the cause is unknown. The sample was evaluated and the exterior of the sample was inspected and the cap was found detached from inflation funnel. The catheter was dissected and the edges of the inflation funnel were smooth and regular. An attempt was made to assembled the cap and was noted to be functional and sac of catheter could be inflated and deflated without any difficulties. However the exact cause on how and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "3) using aseptic technique, position the needle-less syringe(slip-tip or luer-lock type) in the center of sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port attached luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. If situation wouldn't be improved, serve the inflation funnel of valve." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflation valve came off immediately after placement, and as a result, the catheter fell out of the patient due to a water leak.